Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the high impedances was unknown. The representative gave them several groups with options but avoided electrode #7. The patient was going to experiment with the different groups and let the representative know if any were effective. It was noted that the patient experienced shocking again. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting brain zapping and shocking. Both their leads were in their forehead. The patient was programmed using contacts 0-3 and 8-11 and the representative noted that the patient's programming was adjusted on (B)(6) 2018. Their impedances looked okay but contact 7 was showing greater than 20,000 ohms across the reference electrodes. The representative noted that the programming session on (B)(6) 2018 may have contributed to this issue. No further complications reported.